Manufacturer narrative:
An event of embolism was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date a 7mm amplatzer duct occluder was implanted. Post implant the device embolized to the pa (pulmonary artery). The patient was brought back to the cath lab and the device was explanted. The patient has a history of coronary artery disease but was reported to be in stable condition. Additional information cannot be obtained.

Manufacturer narrative:
Correction: d2.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.